Event description:
It was reported that a spectrum pump was experienced the following symptom: "load points 3/4 show "green" when set is not loaded yet". The pump was falsely detecting a loaded set at load points 3 and 4. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The "downstream occlusion" and "reload set" message due to a failed downstream sensor. A failed downstream sensor can cause the unit to falsely defect a loaded set when no set is present. The downstream sensor was replaced.